Event description:
Mother found son unresponsive at 6am. She tested blood glucose on suspect device and was 109 mg/dl and 120 mg/dl. She gave son orange juice and glucagon injection. At 11:45 pm, mother was at work and phoned son. No response so paramedics were called. Paramedics found pt groggy, but functioning. Paramedics testd blood glucose on their device and was 144 mg/dl. Paramedics then tested on suspect device and was 209 mg/dl and 204 mg/dl. No treatment was administered.